Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high threshold, low impedance, and an insulation anomaly. The lead was capped and replaced. The patient was fine after the procedure.